Event description:
It was reported to philips that the allura system had a start up issue. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the system had a startup issue. Review of the log files showed connection cables related issues. Upon troubleshooting, fse found issue with cable connection. To resolve the issue, fse re-located connection cables in ippc. After the repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.